Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an activation that was interrupted with a u-02 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to power cycle the erbe generator, but the customer stated that they had attempted to power cycle three times already. The tse then had the customer disconnect all 3 cables in the back of the erbe generator, connect just the remote-control bus (rcb) cable and power cycle the generator. However, the error immediately returned. The tse then had the customer pull the power cord out for 10-15 seconds and reseat it. As soon as the power cord was installed, the error immediately returned. Customer then ended the call. No known impact or patient consequence was reported.

Manufacturer narrative:
The isi field service engineer (fse) was dispatched to the site to investigate the issue. The fse replaced the integrated electrosurgical unit (iesu - erbe generator) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe generator to perform failure analysis. The unit was analyzed and found to trigger error u-02 at startup. The screen went blank after displaying the u-02 error. The c-00, m-02 and m-12 errors were also shown in the logs. The complaint was confirmed by failure analysis.